Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failed to basic input/output system password screenhowever, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was failed to basic input/output system (bios) password screen. A technical support specialist (tss) ran the net bios follow knowledge article and found net bios was not enabled, uninstalled and reinstalled the fingerprint driver with a reboot, ensured net bios remained disabled, and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.